Manufacturer narrative:
(B)(4). Evaluation, results: (mi and stent thrombosis).

Event description:
Approximately 2 weeks after the index procedure the patient presented to another hospital with chest pain, patient was transferred by air flight and was found to be having an acute stemi. The previously placed stent in the mid rca was found to be thrombolytic. In the investigator's opinion the event was severe in intensity, definitely related to the study device and possibly related to the study procedure and drug. Patient was taking study medications at the time of the event. Patient was treated with diagnostic cath and revascularization. Patient recovered with treatment.